Event description:
A malfunction was reported on the customer's pump, displaying malfunction code malf 12, with a fault ID available as 12-0x2071. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.